Event description:
Baxter product surveillance (bps) contacted the care giver (cg) on (B)(6) 2012 regarding a reload the set 159 alarm. The cg stated that after starting over with new supplies, therapy went well. She had noticed that the cassette was leaking and that it was wet. The cg did not notice any holes, damage, or anything unusual about the cassette that may have caused the leak. There was no inadvertent exposure reported. Since then, therapy has been going well. There was patient involvement but no injury or medical intervention was reported. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak could not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.